Event description:
It was reported the device was explanted and replaced, due to a hematoma with gaping wound. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Other : it was reported the device was explanted and replaced due to a hematoma with gaping wound. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed, visual examination: device performed according to specifications: device operated according to specifications.